Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was in the circumflex (cx). After predilation with a cross sail balloon the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The physician then attempted to retract the stent back into the guide catheter, however, was unable to. Upon removal of the taxus stent from the pt's body the physician noticed that the distal end of the taxus stent was frayed. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".